Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed b30 error occurred due to scope identification data communication failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that a b30 error code occurred on the subject device during a procedure. The user reset the device and continued the procedure. There was no effect on the patient due to the event.

Event description:
Additional information received from the customer stated the event occurred during a colonoscopy procedure on or around (B)(6) 2022.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.